Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. No therapy was delivered due to the oversensing, however the physician chose to program the device off and hospitalize the patient. Boston scientific technical services (ts) was consulted to review the data and recommended troubleshooting options. Additionally, low amplitude was noted. The noise was reproducible in all vectors using the known tests. The patient presented with dyspnea and had indications of needing a cardiac resynchronization therapy defibrillator (crt-d). The noise was reproducible in all vectors. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. . The header was tapped on, and the lead manipulated at the header. No noise was noted in any of the three sense vectors. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. No therapy was delivered due to the oversensing, however the physician chose to program the device off and hospitalize the patient. Boston scientific technical services (ts) was consulted to review the data and recommended troubleshooting options. Additionally, low amplitude was noted. The noise was reproducible in all vectors using the known tests. The patient presented with dyspnea and had indications of needing a cardiac resynchronization therapy defibrillator (crt-d). The noise was reproducible in all vectors. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.